Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced a suspected peritonitis event coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. It was unknown if the patient was hospitalized for the suspected peritonitis event. Treatment and outcome of the event was not reported. Action taken with pd therapy was not reported. Additional information was requested but is not available. This is report 1 of 3 involved in this event.